Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The device had a scratched display window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display after receiving a battery cap replacement. It was stated that the device had not been dropped or exposed to moisture and the battery compartment and spring were not damaged or corroded. The battery was then removed for 2 hours, but the anomaly persisted after the reset. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.